Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 500 mg/dl at the time of incident and the current blood glucose of the patient is 478 mg/dl. The customer report the symptoms related to high blood glucose was extreme thirst and frequent urination. Customer treated with insulin pump. Customer report customer does not allege pump was under delivering. The customer also state that there was no leak and air bubble in the tubing. Customer reports insulin exited at the quick release. Customer declined to perform the high pressure test. The insulin pump will not be return for analysis.